Event description:
It was reported that the customer had bad sites and wanted to check the insulin pump is functioning properly. Troubleshooting was performed. Ran a fixed prime test and passed. Performed a high pressure test twice and the insulin pump failed the test. The insulin pump alarmed motor error. Advised the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.